Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. Patient reports having eczema. There was no alleged device malfunction contributing to the irritation. Patient reported obtaining a prescription from her doctor. Follow up indicated that the rash is improving.